Event description:
The customer reported the system was continually exposing due to a faulty foot switch. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.